Event description:
The user was implanted in (B)(6) 2022. At the time electrodes 2-3 channels had been left out of the cochlea. At the end of 2024, the user began to report discomfort, pinching and even pain. Changes began to be seen in the telemetry. On (B)(6) 2025, reinsertion was performed. The reinsertion approach was done endoscopically so the manipulation compromised the integrity of electrodes 11 and 12 which could be observed on screen.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Manufacturer narrative:
Conclusion: based on the received information from the field, the active electrode array was inserted incompletely into the cochlea at the time of implantation, i.e. Two to three channels remained reportedly extra-cochlea. However, the active electrode array migrated further outside of cochlea, necessitating re-insertion, which was carried out successfully. However, only 6 channels are currently active. The most basal two channels show a short circuit and one more channel shows high impedance due to undetermined reasons. Reportedly, the recipient has good performance with the implant, which will remain implanted and in use. This is a final report.

Event description:
The user was implanted in (B)(6) 2022. At the time 2-3 channels had been left out of the cochlea. At the end of 2024, the user began to report discomfort, pinching and even pain. Changes began to be seen in the telemetry. On (B)(6) 2025, reinsertion was performed. The user has currently 6 channels available for stimulation.